Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the customer's issue of device turning on unexpectedly was confirmed. The se noted that the user interface (ui) assembly was replaced, and the issue was resolved. The device was checked, cleaned, and tested; the device was then returned to the customer.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator powered on by itself, and would not power off. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The device was observed by a different clinical engineer, and it was observed that the power button was responsive, and the device was able to be shut down; however, the device restarted on its own. The device was manually powered off. A sales representative noted that the information was received from the contact that observed the issue; however, the reported issue was not duplicated. The customer was provided with a different v60 ventilator.